Event description:
It was reported that patient experienced infection with inflatable penile prosthesis (ipp) device. All components were explanted and a new tactra device was implanted. The patient was prescribed with antibiotics.